Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced infections and pain during sexual intercourse. In 2011 the patient underwent a hernia surgery.

Manufacturer narrative:
Date sent to the FDA: 09/20/2013. Corrected information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.